Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitants medical products: (B)(4), 244-03-05,optetrak asy, hi-flex ps cem fem, sz 5, right. (B)(4), 204-04-55,trapezoid tibial tray sz 5f/5t. (B)(4), 200-02-35,three peg patella 35mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that patient, initial underwent a right total knee replacement surgery on (B)(6) 2014 and was implanted with an optetrak device, including an optetrak hi-flex ps tibial insert, 11 mm made of polyethylene. Plaintiff underwent revision surgery of his right knee on (B)(6) 2022, approximately 7 years 11 months post initial procedure. Upon information and belief, the loose components and osteolysis in plaintiff's right knee was due to premature polyethylene wear of the tibial insert. Following the revision surgery, plaintiff continues to be limited in his activities of daily living. Despite undergoing revision surgery, plaintiff experiences daily pain and discomfort in his right knee which limits his activities of daily living and impacts his quality of life. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: g4, d1, h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.